Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an elective device downgrade procedure on (B)(6) 2021. Device interrogation revealed loss of capture on the right ventricular (rv) lead. The lead was capped during the procedure. The patient condition was stable.